Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately six months post replacement of the implantable pulse generator (ipg). The cause of death has been requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information from the cardiologist were unsuccessful and it is believed the patient died out of state. Concomitant products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2012; icf09b52 implantable pacing lead implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.